Event description:
Customer reported the system will not make x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken connection in the monitor. System operates as intended.